Manufacturer narrative:
Follow-up # 1 date of submission 11/04/2013 - device evaluation:the pump has been returned and evaluated by product analysis 10/22/2013 with the following findings:the keypad was found to be fully intact; there was no peeling or damage observed. During testing, the up arrow and ok keypad buttons were found to be completely unresponsive; the down arrow and contrast buttons responded appropriately. The keypad was removed and no evidence of damage or contamination was observed on the button contacts. Moisture was visible behind the display lens. A leak test was performed and no leaks were found. The pump was opened and moisture was found throughout the pump case as well as on the keypad flex connector.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. The reporter alleged that all keypad buttons were intermittently unresponsive after swimming in a pool. It was also noted that there was visible moisture behind the display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.